Manufacturer narrative:
A review of the mfg records of the lot reported has been conducted and has been found to be within specification requirements. There are no other reports on this lot number since the mfg date of this lot. The number of reported incidents experienced a previous increase in quarter 4 of 2001. Corrective action was taken on april 30, 2002. CAPA was opened 04/30/2002 and closed in october of 2004 and the number of reports received has since returned to baseline. This reported incident involves product that was manufactured after the action was taken. As a result, this incident has been reported to engineering for further investigation. Additional info has been requested from the facility and if additional info is received or a sample is received and evaluated; a follow up report will be filed upon completion of the evaluation and/or receipt of additional information.

Event description:
Received report on 10/14/2005 of breakage of 1 cryocyte bag from reported lot number. The bag was shipped frozen to us destinations. There is no additional info available.